Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility for evaluation. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available.

Event description:
A biomedical engineer at the user facility reported that there had been problems with image fogging. The scopes had been checked and there was no fault found. It was suspected that after gascon (a dimethicone preparation) is aspirated with an endoscope, it tends to become cloudy, and it was requested that the pump of the evis exera iii xenon light source be checked. There were no reports of patient or user injury due to the event.